Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) male patient who was receiving morphine 10mg/ml at 1.999 mg/day and ropivacaine 6.0mg/ml at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, ¿all of a sudden¿ the patient started having chills, was out of their mind and did not know where he was. The patient was taken to the hospital via an ambulance. The patient ¿got so sick the last 3 days in the hospital.¿ the patient was in the hospital for 3 days going through withdrawal symptoms. The consumer stated the hospital said ¿the morphine pump has quit or is not working properly.¿ the patient was released from the hospital. A physician gave the patient a prescription for oral morphine, but the patient was totally out of the prescription now. It was helping the patient when he was taking it. The patient tried to get a hold of his managing physician, but was unable to. The patient was due for a refill on (B)(6) 2016. On (B)(6) 2016, a healthcare provider (hcp) could not get a reading of the patient¿s pump, but when they continued to try, they were able to successfully get telemetry. On (B)(6) 2016, it was reported the patient had the pump refilled but was still experiencing morphine withdrawal symptoms and was ¿going out of his mind.¿ the physician also took ¿pictures/x-rays¿ and the catheter was in place. There was an unknown reservoir volume discrepancy, per the consumer. The patient was told he was not receiving the intrathecal morphine, so the physician increased the dose by 43%. After that, the patient was experiencing pressure in his head and was ¿walking around like a zombie.¿ as of (B)(6) 2016, the patient had gotten a new managing physician and had an appointment to see him on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.